Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the numbers on the screen are scrolling on their own. Customer stated that the device was not exposed to moisture. Blood glucose level was 140 mg/dl. Nothing further reported.